Event description:
It was reported that during a bph prostate procedure the fiber was noted to have commenced "fiber tip broken - forward firing" at 61,061 joules and 13:29 minutes of usage. The procedure was completed with the use of a second fiber. Patient or user outcome: "no damages to the patient" reported. No patient injury reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits mild detritus adhesion; the glass cap exhibits mild devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.